Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported that a blood leak was noted at the hemostasis valve of a swartz introducer following insertion into the pt. The physician removed a catheter from the 8.5f swartz braided transseptal introducer and the leak was noted. Another of the same device was used to complete the procedure with no consequences to the pt.